Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, and suspected tissue erosion. The device was reported not to be performing as expected as the cuff was not coaptating the urethra; therefore, a revision surgery was performed, upon examination fluid leakage at an unspecified location was found. The device was explanted. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.